Manufacturer narrative:
Product investigation was reviewed. The icm not returned to bsc; no product analysis could be performed. Product record reviews did not identify a product quality issue. Analysis of available information did not identify a specific complaint cause. It was concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) was implanted and on the same day, displayed a red alert indicating end of service (eos). Technical service (ts) confirmed that the battery had been checked prior to implantation and was functioning properly. Ts assessed that the eos alert was likely caused by low loaded rf measurements. The icm may be removed and returned for further analysis. No adverse effects to the patient were reported. Additional information confirms the icm was explanted due to product performance issue.